Manufacturer narrative:
Date of report : 19sep2019. Added report source and usage of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The manufacturer¿s international service technician reported in checking the error logs revealed the record of (B)(4). It has been considered that the phenomenon occurred due to a failure in the backup alarm audio device mounted on the cpu board. The manufacturer¿s international service technician replaced the cpu board to address the reported problem. The unit successfully passed the required performance verification test. Failure analysis on the returned cpu board shows that there's one instance of (B)(4) confirmed in drpt. Unable to confirm failure on test ventilator. Backup alarm sounds on every post cycle test, no failures noted during power cycle testing.

Event description:
The customer reported that the "check vent: backup alarm failed" alarm occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.